Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced issue with 6 infusion sets adhesive simce (B)(6) 2024. The infusion set fell off after 12 hours of use. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 6.